Event description:
As reported by the edwards lifesciences affiliate in united kingdom, edwards received notification of a 56 mm evoque procedure. It was reported that approximately one month post-procedure, a single leaflet thrombosis was reported as confirmed on CT and trans-esophageal echo (tee). The mean gradient at the time of thrombosis was 4-5 mmhg and the inr was 2.9. There was no central regurgitation. The patient was treated with thrombolysis in the intensive care unit and required intubation. Reintervention was performed with a sapien 3 and the patent foramen ovale (pfo) was closed. The patient was eventually discharged.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h4, h6 and h11. The complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. A definitive root cause could not be determined.